Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020]. -air/water channel: coagulase-negative staphylococci and staphylococcus aureus (the total cfu of the coagulase-negative staphylococci and staphylococcus aureus is 19 cfu/20ml). [Second time; (B)(6) 2020]. -air/water channel: coagulase-negative staphylococci (4 cfu/20ml), corynebacterium species (350 cfu/20ml) (the total germ count is +360 cfu/20ml). -suction channel: corynebacterium species (18 cfu/20ml), bacillus sp (1 cfu/20ml) the device had been reprocessed with a non-olympus automated endoscope reprocessor, ews 3s using glutaraldehyde. The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the suction, the air/water channels of the device. The testing result cleared the german guideline. Oekg checked the subject device and found that following; - the remote switch 4 could not function. - there were the pixel faults in the endoscopic image. - the coating of the light guide had been slightly damaged. - the grip section had been slightly worn out. - the venting connector had been slightly corroded. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.